Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed red skin under the therapy electrode pads. The patient reported applying bepanthen lotion on the skin. It was reported that "no medical attention sough until now". It is unknown what medical attention the patient received. Follow-up indicated that the rash was almost completely vanished.